Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that the doctor "found white cuff leakage prior to use on patient during functional test."

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A visual exam was performed and the transparent side arm was found to be detached from the main tube. One representative sample was retrieved from a current production lot for simulation testing. The side arm was manually pulled until broken. The detached areas from both the actual complaint sample and the sample from production were observed under magnification. It was found that the simulation test was able to replicate the failure mode. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing could not be performed on the cuff as the white side arm was detached. This indicates that the side arm was attached to the tube during functional testing at the user facility as cuff leakage could only be detected if the side arm was intact. In addition, a 100% visual inspection and leak testing is conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
Customer complaint alleges that the doctor "found white cuff leakage prior to use on patient during functional test."